Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. This medwatch report is being submitted in response to an FDA request to resubmit the initial report. Upon further review of this request, it was identified that the initial report was submitted erroneously under incorrect MFR number 1822565-2016-00858 on apr 5, 2016 via webtrader.

Event description:
It is reported that the articular surface provisional broke while trialing the components.